Event description:
I used poligrip from approx (B) (6) 2000 until (B) (6) 2010. I have numbness and tingling and swelling in my extremities. I was diagnosed with neuropathy. I have to use a walker, my legs are so swollen. I had blood test taken about 2 weeks after I stopped using poligrip, my zinc and copper levels had gone back to almost normal. Dose: denture cream. Frequency: 2-3 times a day. Route: oral. Dates of use: (B) (6) 2003 - (B) (6) 2010. Product recall. Event abated after use stopped: yes.